Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the respiratory therapist administered an inline nebulizer using a spring-loaded tee adaptor during patient use. When the nebulizer was placed in line, the ventilator started alarming 'circuit occlusion and check circuit'. The respiratory therapist went through several steps: troubleshooting the ventilator, changing the circuit, filters, and mask, assessing the patient for any anatomical abnormalities that may have caused the alarm, and could not find the reason the alarm was caused besides placing the nebulizer treatment inline. The respiratory therapist removed the nebulizer and spring-loaded tee adaptor to find that the alarms were resolved. The ventilator continued to ventilate the patient. There was no patient harm.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.